Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2023-42603 related manufacturer reference number: 2017865-2023-42604 it was reported that a patient presented with an infection noted on the patient's system. The system was explanted on (B)(6) 2023. No adverse patient consequences were reported.